Event description:
It was reported that this pacemaker exhibited oversensing of ventricular signals on the atrial channel, which triggered pacemaker-mediated tachycardia (pmt) episodes. Technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. This device remains in service.